Event description:
It was reported that the werewolf was showing an error message. The procedure was successfully completed without significant delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the returned controller unit, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Review of complaint history of the reported lot number part number for the past 3 years found 101 other similar complaints. A review of manufacturing records for the reported lot number part number found no non-conformance's or anomalies during manufacturing process related to the reported event. Visual inspection show that the seal is untouched, not broken and in its original condition. There are no visual manufacturing abnormalities found. The controller was previously not opened. During functional evaluation the controller was powered-up and an error message ¿wand has expired his expiration date¿ immediately appeared. The fluid flow regulator doesn't work; flow and connector illuminates/flashes in different colors, not as specified; the handle on the regulator is broken; the complaint was verified and the root cause could be contributed due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.